Manufacturer narrative:
Analysis was performed by remote servicing personnel. A philips remote service engineer (rse) spoke to the customer biomed. Based on the conversation, there were occasional irregular ECG traces. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a failure of the ECG lead set or ECG trunk cable. The rse ordered a replacement lead sets and trunk cables to be sent to the customer.

Event description:
Philips received a complaint on a 5 leadset, grabber, iec, ICU indicating they were getting an irregular ECG trace. The device was not in clinical use at the time the issue was discovered. No adverse event was reported.